Manufacturer narrative:
The device was received for evaluation. During functional testing, failed upstream occlusion test was not reproduced. The device was sent for ultrasonic sensor upstream occlusion test and the device passed. A review of the history log revealed upstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor out of specification. The ultrasonic sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test in the biomed service department. There was no patient involvement. No additional information is available.